Manufacturer narrative:
All available patient information is included. Additional patient details are not available. The evaluation of the customers issue included a review of the instrument service history, which revealed zero (0) additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to the customers issue. The customer inspected the instrument and observed precipitate on top of the cuvette segments. The customer performed 6310 clean cuvettes, manually and replaced the cuvette dry tip. No additional discrepant result issues have been reported since the troubleshooting was completed. The cuvette drying tip, list number 09d51-02, was determined to be the likely cause for the issue. A trend review did not identify a trend or systemic issue for list number 09d51-02 cuvette drying tip. Based on all available information, no product deficiency was identified.

Event description:
The customer reported false elevated architect magnesium assay result for one patient. The customer provided: sid (B)(6) initial = 7.0 mg/dl, repeat = 1.6 mg/dl; (normal range: 1 .6 - 2.6 mg/dl). There was no reported impact to patient management.